Event description:
The customer reported to philips healthcare that the heartstart xl had a "failure to load the 200j, the monitor blocks, giving the following identification on the monitor: failed defibrillator restart error 1000". There was no patient involvement.

Manufacturer narrative:
(B)(4). A followup report will be submitted once the investigation is completed.